Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2237490. Medical device expiration date: 2024-02-29. Device manufacture date: 2022-08-25. Medical device lot #: 2171043. Medical device expiration date: 2023-12-31. Device manufacture date: 2022-06-20. Medical device lot #: 2164897. Medical device expiration date: 2023-12-31. Device manufacture date: 2022-06-13. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was red cell hang up and missing additive. The following information was provided by the initial reporter. The customer stated: "we noted that many sst tubes have fibrin deposits on the walls or surface of the gel after centrifugation. The technicians tell me that they sometimes have to remove thick deposits on top of the gel to avoid potential clogging of the automat needle."

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was red cell hang up and missing additive. The following information was provided by the initial reporter. The customer stated: "we noted that many sst tubes have fibrin deposits on the walls or surface of the gel after centrifugation. The technicians tell me that they sometimes have to remove thick deposits on top of the gel to avoid potential clogging of the automat needle."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for red cell hang up and fibrin was observed. A complaint history review was performed and revealed a confirmed complaint trend for some sample quality issues including red cell hang-up. Based on the confirmed complaint trend a CAPA (corrective and preventive action) was initiated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell hang up and fibrin based on the trend identified and the photo provided. A corrective and preventive action was created to address the issue.